Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The analyst noted that the svc defib impedance was 217 ohms on 2015-oct-05. Concomitant products: the 5076 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance on the superior vena cava (svc) coil. A transmission review showed svc impedance spike from normal to out of range high measurements. The lead remains in use. No patient complications have been reported as a result of this event.